Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient (pt) said they had two ins implanted and the first ins implanted in 2016 was broken since about a year ago. Pt said they first noticed there was an issue with their ins last fall after a door swung open and the door knob hit the pt where the ins was located. Pt said after the door knob hit where their ins was located, they were uncomfortable when sleeping and could barely move because they could feel the stimulation would jump really strong or disappear. Pt eventually realized they were only receiving stimulation in one arm and not the other arm at all. Pt experimented with their pt programmer and increased their stimulation all the way up on the side they couldn't feel stimulation and they confirmed they could not feel the stimulation in their arm, but the other ins was working. Pt notified their manufacturer representative (rep) via phone on (B)(6) 2022 about the issue and their rep scheduled an in person appointment with the pt on (B)(6) 2022 to inspect the ins. Pt said their rep scanned everything and they found disruptions in several different points, but were unsure of the reason and their rep thinks their issue was caused by the door knob hitting the pt where the ins was located. Pt mentioned they were scheduled to have their ins, that was implanted in 2016, be replaced on (B)(6) 2022. Additional information was received from the manufacturer representative (rep). It was reported that the rep said the patient did not tell me that the stimulation was jumping around or really strong or disappear. The patient asked to meet for an adjustment. The rep believes the cause of the issues was the accident with the door. The disruptions mentioned were that the impedances were high and they believe that is a direct result of the accident with the door. Additional information was received from the manufacturer representative (rep). It was reported that the patient is not receiving effective therapy and will have the ins replaced. Rep stated he became aware of the replacement couple of weeks after the (B)(6) 2022, appointment. Rep could not provide the exact date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back stating they received their second letter in the mail with a refence number of (B)(4); pt noted they keep on getting sent to their old address and they would like future letters to be sent to their address on file. The letter had 2 questions on it and pt answered those questions with verbal answers over the phone. The first question was what was the weight at time of broken stim and lead: pt said their weight was 168 pounds. The second question was what is the current status of device: pt said got permission to keep it from the physician and currently had it in their possession.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot/serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins was removed due to it being broken because of an accident they had. Their lead and ins were "broken" and replaced.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.